Manufacturer narrative:
Reported upn & lot #s of coils used in the procedure: upn: (B)(4), lot # 21351017 (x2); upn: (B)(4), lot # 21568237. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a filament of unknown origin was observed post implant. The procedure being performed was a coil embolization for a right uterine artery bleed. The right uterine artery was described as very small. Three idc¿ coils were advanced through a non bsc 2.8f microcatheter. The coils were successfully implanted in the order of a 2x2cm, 2x2cm, lastly a 2x4cm. The embolization procedure was successful and the case was completed. The following day the patient underwent a CT scan unrelated to the coil embolization procedure. A 12-inch long ¿filament¿ was observed stemming from the coil nest in the right uterine artery. The physician attempted to snare out this filament, which the physician described as the thickness of a human hair and hardly visible under fluoroscopy. The physician was able to pull out pieces at a time from different approaches, but the last bit was not retrievable and is currently still implanted in patient. No further patient complications were reported and the patient¿s condition post implant is fine.